Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a vizigo sheath and observed the valve on the back leaking and blood backflow. After the vizigo sheath went transseptal, the valve on the back was leaking and there was a blood backflow. The sheath was replaced and the issue resolved. The procedure continued with no further issues. No patient consequence reported. Additional information was received. Unsure if the hemostatic valve dislodged inside the hub. Unsure if the hemostatic valve dislodged outside the hub. The brim cap did not become detached from the sheath. The hub did not become detached from the sheath. Air entered the patient¿s body. Less than 10cc¿s of blood loss. Did not require treatment. No patient consequence. It was reported that air entered the patient; however, there were no patient consequences and no treatment required. Since the patient was asymptomatic (as implied) and the air was noticed as an observation, did not require medical or surgical intervention, there was no report of permanent impairment, no report of radiographic evidence of infarction, and no report of extended hospitalization was reported, this issue was assessed as a patient event non serious. The ¿valve on the back was leaking and there was blood backflow¿ issue was assessed as MDR reportable.

Manufacturer narrative:
H6. Medical device problem code of ¿appropriate device problem term/code not available (a27)¿ represents the patient event non-serious issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).